Event description:
It was reported there was physical drop damage to the device. It was also reported the device appears to have been dropped and has a broken display. The device was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that the upper case was broken, the lower case was broken, the display lens was broken, the battery release was contaminated, two bail covers were broken, the ring cover was broken, the battery contacts were compressed, the ring was bent, and the battery drawer was broken. (B)(4).